Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - arcos proximal femoral body catalog#: 22-301312 lot#: 130470, femoral head catalog#: 11-363661 lot#: 382740, ringloc acetabular cup catalog#: pt-106064 lot#: 247990, ringlocx acetabular liner catalog#: ep-053660 lot#: 3330927 it has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced the onset of left hip pain approximately two months post-implantation. Subsequently, patient received medication for the pain approximately six months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies relevant to the event were found. Review of the complaint history search for the all the devices in the event identified no (0) additional complaints with the respective part and lot combination. The reported components were reviewed for compatibility with no issues noted. However since the device is used in the treatment, a definitive root cause for the pain cannot be determined with the information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This device is not cleared for distribution in the us, but a similar device is cleared under 510k k090757. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2016-01384 / 01387 and 3002806535-2017-00112).

Event description:
It was reported that the patient received medication for pain experienced approximately six months post-implantation due to left hip pain.